Event description:
44 y/o male, s/p ross procedure on 10/27/95 using 25mm aortic homograft required explant on 12/27/96 due to stenosis. Upon re-entrance there was abundant scar formation at the proximal suture line, compromising right ventricular outflow tract. Clearly more fibrosis was noted in this area than anywhere else. Mid-conduit portion of artery did not appear noticeably abnormal. Homograft was replaced with pulmonary homograft.